Event description:
It was reported that the user experienced an ¿unable to proceed¿ alarm on the ilet and subsequently powered the device off while hospitalized for a reason unrelated to blood glucose; the event was characterized as an alarm malfunction with consecutive stalled motor indications. Symptoms included no reported adverse clinical effects. Outcomes included the user discontinuing ilet use during hospitalization. Investigation included customer interaction for additional information and plans for troubleshooting upon the user¿s readiness to resume therapy. Investigation of this case revealed an unresolved alarm consistent with a stalled motor condition affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further assessment. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.